Manufacturer narrative:
If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via (B)(6) that an ar-7300sr dissector has braked in the shaver hp. The device wasn¿t spinning, it caught fire and burned the patient who was sedated. This was discovered during a procedure on (B)(6) 2021. The case was completed by using a new ar-7300sr.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the burn and the heat damage present at the distal tip of the ar-7300ds. It was not specified whether an uninterrupted flow of irrigation was used through the device during the procedure. Dfu-0215-5 for the ar-7300ds, batch revision 25, identifies that "running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn".